Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h9, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reassessment of the additional information does not change the reportability decision or rationale.

Manufacturer narrative:
(B)(4),. D10 medical devices: unknown persona femoral catalog#: ni lot#: ni unknown persona tibial tray catalog#: ni lot#: ni customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, patient was revised due to loosening and sepsis. No additional patient consequences were reported.